Event description:
After balloon predilatation in a heavily calcified and tortuous left sfa, via approach from the opposite femoral, the smart control 7 x 80 sds had slight resistance during its delivery to the target site. When checked with fluoro, the stent (one strut) was already slightly released. Therefore, the sds was removed from the pt. The guidewire was then changed to a stiffer wire, and a smart control 7 x 60 along with a competitor's stent were delivered. Both stents were successfully placed despite also becoming slightly deployed while crossing the target lesion. The locking pins of both smart controls were said to be left in place during delivery. There was no adverse event and the pt is in stable condition.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt. This is one of two products used during the same procedural setting. Please reference MFR report # 9616099-2009-00283.